Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 403mg/dl, with trace ketones, and extreme drowsiness, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and was treated by their healthcare provider at an urgent care center with unspecified treatment. During troubleshooting with customer technical support, it was revealed the patient was having unexpected high blood glucose levels. The patient made changes to their basal rate and their blood glucose did not come down. The patient changed their sites every day and that did not help. The reporter was not able to provide further information during the initial complaint. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 14-mar-2018 with the following findings: a review of the pump histories showed that the last bolus delivery was a normal bolus. The pump¿s ¿ez-prime¿ steps were performed correctly. The pump correctly reflected 48 units after 24 hours on a 2 unit/hour duration test. The total daily doses added up correctly and reflected the user¿s programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms or warnings occurred during testing therefore the investigation was unable to duplicate the initial complaint. Unrelated to the original complaint, it was observed that the battery compartment was cracked in two places.